Manufacturer narrative:
E.1. Initial reporter addr 1: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed

Event description:
It was reported before using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, white foreign matter was found inside the tubes. This event occurred one hundred and nineteen (119) times. There was no report of patient impact.

Event description:
It was reported before using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, white foreign matter was found inside the tubes. This event occurred one hundred and nineteen (119) times. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 31-jan-2024. H6: investigation summary: bd received 28 returned samples and 7 photos from the customer for investigation. Visual examination of samples and photos was performed and revealed foreign matter (white particle) on inside of tube and scratches on outside of tube. This complaint has been confirmed for foreign matter and scratched tubes. The exact root cause for the customer¿s failure modes could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.